Manufacturer narrative:
Details of complaint: it was reported that the ups (3rd party unit) failed, causing the central nurse's station (cns) to spontaneously reboot on its own. The device was not returned for evaluation. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the overall risk score is medium. The root cause of random reboot cannot be determined. The customer did not want to send in any devices to be repaired/evaluated, therefore it could not be verified that the power supply was the actual cause of power loss at the cns. As this issue has an overall risk score of medium, a CAPA is not required per corrective action and preventive action process, sop07-003. The following fields are not applicable (na) to the MDR report: d4 lot # & expiration date g4 device bla number the following fields contain no information (ni), as attempts to obtain information were made, but not provided: additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
It was reported that the ups (3rd party unit) failed, causing the central nurse's station (cns) to spontaneously reboot on its own. The device was not returned for evaluation. No patient harm was reported.

Manufacturer narrative:
It was reported that the (B)(6) (3rd party unit) failed causing the cns to spontaneously rebooted and started up by itself. No consequence or impact to the patients were reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. The following devices were being used in conjunction with the cns: (B)(6), bedsides, teles.

Event description:
It was reported that the (B)(6) (3rd party unit) failed causing the cns to spontaneously rebooted and started up by itself. No consequence or impact to the patients were reported.